Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic dnr patient presented in nursing home for follow-up. Upon interrogation, the pulse generator exhibited backup vvi. Review of the patient's chart revealed the device had tripped elective replacement indicator on (B)(6) 2015. The physician elected to take no action due to patient's advanced age and frail health.